Manufacturer narrative:
The analysis of the drive was completed by medtronic personnel. Testing found that the drive was unable to read a known operational cd. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the drive and successfully loaded 3 discs. The navigation system then passed the system checkout and was found to be fully functional. The suspected cd/dvd drive was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that during a procedure, the site was unable to load a patient exam disc. The cd drive would not load. The case was continued without navigation. Troubleshooting involved restarting the system and trying discs that worked previously in the cd drive but there was no resolution. No complications were reported/anticipated.

Manufacturer narrative:
Correction: fdc updated.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Device manufacture date provided.